Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and to call back if problem happened again, which customer acknowledged and understood.